Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no reportable malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material was not external to the surface of the device; therefore the material could not be removed by reprocessing. It is likely that the light guide lens glue peeled off due to physical stress (hitting/dropping distal end and/or chemical stress by chemical solutions). As a result, humidity invaded the light guide lens which led to corrosion. However, a definitive root cause could not be determined and it could not be determined why the foreign material remained in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: - IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the light guide lens. There were no reports of patient involvement.